Manufacturer narrative:
The reported event of catheter drift could not be investigated as the device was not returned for analysis. Additionally, the study data was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause for the reported drift and subsequent delay remains unknown.

Event description:
During an atrial fibrillation ablation (af) procedure, the catheters were consistently drifting while having a wave-like motion which caused a significant delay. Following advancement into the left atrium, the catheter had a wave-like motion to it. The catheter was exchanged and the same issue was noted. Troubleshooting included the disabling magnetics, swapping the tactisys, generator, all cables, and multiple system reboots were performed. A third catheter was used to complete the procedure with no adverse consequences to the patient. The procedure was an af ablation, but only cti ablation was performed.